Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular lead was explanted due to the patient reported having pain, lead dislodgement, and perforation. A new lead was implanted. No additional adverse patient effects were reported.